Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma at the implantable cardioverter defibrillator (ICD) implant site. A pocket revision was performed to remove the hematoma. The device remains in use. No further patient complications have been reported as a result of this event.